Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was leaking near site during bolus delivery. Customer reported that o-ring was accidentally pulled out with plunger. Customer's blood glucose was 500 mg/dl. Customer reported that quick release unattached while sleeping and it was reattached when she awoke. Customer was assisted with reconnecting the infusion set. Infusion sets would be replaced.